Event description:
It was reported via repair work order that the wrong safety bar was installed which can affect unloading of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.